Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddled their pacemaker as an x-ray taken found it in a reversed position resulting in the dislodgement of the right atrial (ra) and right ventricular (rv) leads. Loss of capture at maximum outputs were thus observed on both the ra and rv channels. Surgical intervention was performed and the ra and rv leads were explanted and replaced. The pacemaker remains in service as it was repositioned in the pocket and connected to new ra and rv leads. No additional adverse patient effects were reported.